Event description:
It was reported that stent assisted aneurismal coil embolization was performed for pcoma (posterior communicating artery). During procedure after placement of the guide catheter, microcatheter was delivered under the guiding of guidewire and then non stryker microcatheter was placed to the aneurysm. When the subject stent was pushed into the non stryker microcatheter, the delivery wire was fractured and the stent was placed in the lumen of microcatheter. So the non stryker microcatheter and the fractured subject stent was pulled out together from the patient anatomy. The physician replaced it with a new device and the procedure was completed successfully with new stent placement and aneurysmal coil embolization. No clinical consequences were reported to the patient due to this event. Updated information: additional information received on 19-jul-2021 clarified that the subject stent delivery wire fractured and was also deployed prematurely during use. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that stent assisted aneurismal coil embolization was performed for pcoma (posterior communicating artery). During procedure after placement of the guide catheter, microcatheter was delivered under the guiding of guidewire and then non stryker microcatheter was placed to the aneurysm. When the subject stent was pushed into the non stryker microcatheter, the delivery wire was fractured and the stent was placed in the lumen of microcatheter. So the non stryker microcatheter and the fractured subject stent was pulled out together from the patient anatomy. The physician replaced it with a new device and the procedure was completed successfully with new stent placement and aneurysmal coil embolization. No clinical consequences were reported to the patient due to this event. Updated information: additional information received on 19-jul-2021 clarified that the subject stent delivery wire fractured and was also deployed prematurely during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned with the concurrent microcatheter. Part of the (stent delivery wire) sdw was seen to be broken within the hub and entry of the proximal shaft of a catheter. The stent was seen to be deployed within the catheter and the stent could not be removed from the catheter hub. There was no introducer sheath returned. During functional inspection, the outer layer of the catheter shaft was cut during analysis just to confirm that that the stent had deployed within the catheter. The stent was unable to be removed from the part of the catheter and hub that it was returned within. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The as reported as well as the as analyzed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that stent assisted aneurismal coil embolization was performed for pcoma (posterior communicating artery). During procedure after placement of the guide catheter, microcatheter was delivered under the guiding of guidewire and then non stryker microcatheter was placed to the aneurysm. When the subject stent was pushed into the non stryker microcatheter, the delivery wire was fractured and the stent was placed in the lumen of microcatheter. So the non stryker microcatheter and the fractured subject stent was pulled out together from the patient anatomy. The physician replaced it with a new device and the procedure was completed successfully with new stent placement and aneurysmal coil embolization. No clinical consequences were reported to the patient due to this event.